Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 85% stenosed, 22-26 mm x 2.5 - 2.75 mm target lesion was located in the moderately tortuous and mildly calcified left circumflex artery. A 2.5 mm x 15 mm quantum maverick balloon catheter was advanced for dilatation. However, during inflation at 10 atmospheres, the balloon ruptured. There were no fractured parts remained in the patient's body. The procedure was completed with another of the same device. There were no patient complications reported and the patient's status was stable.